Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed nearly eight minutes before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum-two two times during the docking process/before the treatment and had to perform two re-dockings on patient¿s eye. The duration of the docking process was longer than it is supposed to be. Nevertheless, the treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure, the surgeon encountered difficulty lifting the corneal flap in the peripheral area around the five o¿clock position, which caused the flap to break in that region of the patient¿s left eye during refractive surgery. Right eye was normal.